Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Dit was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both leads. Imaging also showed that both leads had fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report event of high impedances was not confirmed and cannot be fully analyzed due to the returned lead (a) was incomplete. As received, the returned stim end segment was passed isolation resistance testing. The cause of the reported event remains unknown.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead stim end segment (b) found all the internal lead wires being broken.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. System diagnostics recorded high impedances on both leads. Imaging also showed that both leads had fractured. As a result, the leads were explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.